Event description:
Customer reported difficulty in pressing the pump¿s quick bolus/wake button, requiring multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on button pressing techniques and assisted in removing the pump case, although the issue persisted. The customer acknowledged receipt of instructions to use a replacement pump, which cts agreed to send, with updated software. The problematic pump was to be returned to tandem, with the customer instructed to use storage mode and ups return protocols.